Manufacturer narrative:
The customer¿s experience of an 800.8000 error code was confirmed in the pcu event log. The pcu event log shows the user started the infusion at the same time the flo stop was closed. When the user selected the device and restored and started the infusion at 3:14:30 it resulted in the malfunction and the 800.8000.0 recorded in the pcu error log. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 13825501 which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the device alarmed for a system error during an infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s experience of an 800.8000 error code was confirmed in the pcu event log. The pcu event log shows the user started the infusion at the same time the flo stop was closed. When the user selected the device and restored and started the infusion at 3:14:30 it resulted in the malfunction and the 800.8000.0 recorded in the pcu error log. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the device alarmed for a system error during an infusion. There was no report of patient harm.